Manufacturer narrative:
Per (B)(4). In order to progress with the investigation of this event, x-rays, operative notes, patient medical history and an update on the patient post revision, were requested, however, the only available information was pre and post-op x-rays which were reviewed but did not provide any indications for the reported cup loosening. The explanted devices could not be returned for examination. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the above, no further investigation can be conducted and without the return of the trinity cup for examination, the root cause of the loosening cannot be determined. Therefore this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity revision of the cup and liner after approximately 5 months due to cup loosening.please note: the associated trinity biolox delta ceramic liner listed in this report is not "clerared" for sale or distribution within the USA and this event occurred outside of the USA.